Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on (B)(6) 2019 and placed into service on (B)(6) 2019 with battery pack serial number (B)(6) . On (B)(6) 2023 a new battery pack was installed. On (B)(6) 2023 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when a series of replacement battery packs were inserted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
The review of the electronic data from this AED identified that the customer failed to promptly address the red asi warnings, which reduced the battery's life expectancy. On (B)(6) 2021, the electronic data files showed that the AED battery became depleted to a critically low state and the AED reported a "replace battery pack now" warning. This warning continued until (B)(6) 2024, when a replacement battery pack was finally inserted.